Event description:
It was reported that during a unknown procedure, the titanium tip broke during the procedure. The broke piece was retrieved by forceps. Changed another one to complete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. The device was connected to the generator for functional testing, but both the min and max buttons did not activate the device. A footswitch was used for functional testing and when activated the device displayed an error code 5. The device was disassembled to inspect internal components. Corrosion and was found at the hand activation domes. It is probable that this may have affected the functionality of the hand activation buttons. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.